Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer later clarified the "higher level of care" was the ICU. The customer states the patient received a dose five times greater than what was intended. The customer states that due to missing data, they are unable to say for sure which device the event occurred on, nor are all of the correct records able to be obtained at this time.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient was over sedated, required three doses of narcan for reversal, and was transferred to a higher level of care. Clinical engineering reviewed the device logs and noted the device spontaneously switched to the pediatric profile in a data set from (B)(6) 2016. This occurred while the patient was being transferred from one facility to another within the system. The device remained in the (B)(6) 2016 data set, pediatric profile with the exception of an eighteen-minute interval when it oscillated between that and the adult profile, in the (B)(6) 2018 data set. The morphine concentration in the (B)(6) 2016 data set, pediatric profile was listed as 1 mg/ml with a 0.9 mg bolus and the morphine concentration in the (B)(6) 2018 data set, adult profile was listed as 5 mg/ml with a 1.75 mg bolus. There was no report of long-term patient harm.